Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. The conclusions are as follows: - the subject pacemaker switched in standby mode on (B)(6) 2025. The pacemaker switched in standby mode following the detection of a corruption in device memory data upon memory integrity self-checks performed by the programmer during the device interrogation. The programmer has requested the switch in standby mode because at least one bit was corrupted. The origin of the unexpected data corruption could not be identified with certainty. However, the most probable hypothesis is an alteration of the memory content by a seu (¿single event upset¿ or ¿bit-flip¿ i.e. A change of state of one bit) due to the interaction between the memory microchip and a high-energy ionizing particle. This is a well known and non-destructive phenomenon in microelectronic circuits. Standby mode is a safety mode of operation, as explained in the implant manual excerpt provided. The device re-initialization process was properly performed on (B)(6) 2025 and normal pacemaker functioning was restored. Based on the available information, no issue is suspected on the subject pacemaker.

Event description:
Reportedly, the subject pacemaker was in backup mode the user had difficulty in interrogating the device and would like to know if the backup mode was caused by interrogation or any external factor and if the device is at normal functioning after the follow-up.